Manufacturer narrative:
(B)(4).

Event description:
It was noted that the right atrial (ra) lead exhibited loss of capture (loc) and consistent noise that was being oversensed. It was noted the noise and loc were able to be recreated when the patient brought their arms up or shrugged. A revision procedure was performed where the physician experienced difficulty removing the lead. Subsequently the ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.